Event description:
It was reported that during a procedure using a fast-fix 360 curved needle delivery system while attempting to deploy t2, t2 fell out of the delivery system. T1 had deployed successfully. Follow-up information received on (B)(6) 2013 revealed that all t1 implants were removed.

Manufacturer narrative:
One device was returned for evaluation. The returned device was evaluated without implants or suture. The reported complaint was not able to physically confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).